Event description:
Reportedly, a message stating that rf communication was automatically deactivated on (B)(6) 2021 because of external perturbations was displayed during a follow-up performed on (B)(6) 2022.

Event description:
Reportedly, a message stating that rf communication was automatically deactivated on (B)(6) 2021 because of external perturbations was displayed during a follow-up performed on (B)(6) 2022.